Event description:
The patient's mother reportedly called animas stating that the threads in the battery compartment of the pump are stripped. She reports, the patient was wearing the pump and that the pump lost power last night. The patient did not notice the issue until his mother told him to check his blood glucose level. He had a result of 588 mg/dl but did not have nausea, vomiting, or shortness of breath. The patient's mother discontinued the patient's pump therapy and corrected his blood glucose levels with a backup plan. His blood glucose level decreased to 423 mg/dl. After correcting the patient's blood glucose levels, the patient did not suffer any further symptoms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Date of submission (B)(6) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which was duplicated during testing. Visual inspection revealed that the battery compartment and battery cap threads are stripped. A test battery cap was used to complete testing; the cap would not secure properly to the pump, but the pump was able to maintain power with the test cap. The pump was exercised for 24 hours with no delivery issues occuring. A stripped battery cap/compartment is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.